Event description:
It was reported that the patient monitor provided incorrect nibp readings for which the patient was unnecessarily administered medication. The patient did not sustain any injury due to the alleged unnecessary medication.

Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. A1-6: not provided by the customer. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
On follow-up, the customer did not provide any additional details regarding the patient's current condition. They also indicated the nibp cuff was replaced but did not clarify further the timeline of events. The ge healthcare (gehc) field service engineer tested the device with a simulator following the incident but was unable to reproduce the alleged issue. Gehc engineering reviewed the log files and confirmed that all nibp measurements were completed without any error messages indicative of an issue with the nibp parameter function. In a review of historical data, no issues or adverse trends were identified. Based on the information available, the root could not be determined. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by gehc.